Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device did not seal. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Initial visual inspection found no defects. The reported condition was confirmed. The investigation found that regrasp alarms sounded continuously and the device could not be activated. An end tone and seal cycle could not be completed. The device was disassembled and investigation found the gray wire near the jaw was damaged. The investigation identified the root cause of the reported event to be a break in the wire that occurred from a kink. The break got larger as the device was cycled during manufacturing and the procedure, until it shorted against the inner tube guide and caused a re-grasp alarm. The kink from the wire likely occurred when the jaw molding supplier was packing the jaws for shipment. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.